Manufacturer narrative:
Results and conclusion: (device inspected prior to use with no issues noted). (Negative purge was not performed). (Damaged balloon). Evaluation codes: (B)(4).

Event description:
During the procedure physician used sprinter legend rx to pre-dilate and reported that device failed to cross the lesion. The device was inspected prior use without any issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No patient injury was reported. The device was returned to the manufacturing facility and through analysis of the returned device the balloon damage was observed. Evaluation summary: the distal tip was flared. The balloon folds were closed and intact. There was blood residue visible in the inflation lumen and the balloon. Negative prep confirmed the presence of a leak. On pressurization of the device the leak site was detected on the body of the balloon distal to the inner shaft marker. A short radial tear with jagged and uneven edge was visible on the balloon.